Manufacturer narrative:
Diopter: -12.00. (B)(4) new incision. Secondary surgery. Lens explanted. Vaulting. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 -12.00 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. Low vault was observed on (B)(6) 2015. The lens was explanted on (B)(6) 2014. No other lens was implanted.

Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. Device evaluation: product evaluation found the lens returned dry in the lens container. Visual inspection found no visible damage to lens. Dimensional inspection found lens within specifications. (B)(4).